Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that it was believed that the ins was off as it was reported that the device didn't work and they turned it off. It was noted that the patient did not elaborate any further on what was not working with the device. No medical symptoms were reported. The issue began in 2014, two years prior to (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient hadn't been seen by their managing physician since (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.